Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the nurse reported that the bullet broke off of suture and flew off the table in the opposite direction of the patient. No one was harmed during the event". Additional information received states that there was no patient harm or injury. The patient status is reported as "fine".